Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device has a network card that is not working. There is a no mac error. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device has a network card that is not working. There is a no mac error. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted the error code 600.6875 - replaced wireless card. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. Based on the findings, service determined that the proximate cause of the reported issue was due to software issues of the assy panel rear pcu m2. A review of the device history record showed the device had a manufacture date of 01may2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the pcu unit which did not confirm similar complaints with the same or related failure mode for this customer.